Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports they were unable to achieve primary stability with the unknown zimmer implant. Pain is also reported.

Manufacturer narrative:
A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: no lot number available.

Event description:
No additional or corrected information to report.